Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va024gr, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A little more than a year prior to the date of the report, the patient indicated the device was ¿not working¿ and ¿had not worked very good.¿ stimulation was felt on the outside of the left gluteal muscle and not in the ¿pubic bones¿ as it was with the patient¿s first device. A loss of therapeutic effect and stimulation in the wrong location was noted. The patient experienced a loss of bladder control as well. Stimulation was only felt on program 4. It was noted that ¿it trembled for a minute or two, and then was gone.¿ the stimulation sensation felt like a ¿twitch¿ and caused muscle fatigue. Increasing stimulation did not help. The healthcare provider reportedly stated the therapy ¿may just not be as effective anymore and that the bouncing of horseback riding may have something to do with the loss of effectiveness.¿ the patient had 1-2 severe spasms per day and indicated that ¿having it off was no different than having it on.¿ it was thought that the lead was not properly placed during the previous replacement procedure. The previous implantable neurostimulator (ins) was on the patient¿s right side whereas the current ins was implanted on the patient¿s left side. Information received in early june 2014 reported the device did not work ¿as well¿ as the patient¿s first device. The patient had many appointments to try and improve the issue and was reportedly told by the representative that they had done all they could. It was later stated the patient was having issues with the programmer. The device ¿stopped working¿ about a week prior and the patient did not feel stimulation. The patient tried to increase stimulation and was going to change the program, but they were seeing the ¿poor communication¿ screen. The patient was unable to make adjustments. It was confirmed the antenna was plugged in all the way. The patient last changed batteries in the programmer ¿a while¿ ago and then changed them on the call. The programmer issues started about a week prior. It was stated there was no telemetry with and without the antenna. The following day, the patient had received their new programmer and the same ¿poor communication¿ screen was seen. When the patient first got the therapy, they would feel stimulation for about 10 minutes and then they didn¿t feel it, but therapy worked from them. In the last couple of weeks, the patient had an increase in urgency. In addition, the patient¿s accidents increased over the prior weekend and this was how they knew therapy wasn¿t working. The patient was peeing in their pants. The patient felt that therapy worked better when they weren¿t stressed and noted being stressed at the time of the call. No recent weight change was noted. It was added that the patient had an appointment with their doctor and manufacturer representative. As of the date of this report, it was indicated the ins had been replaced. The operative note indicated the findings were a ¿non-functional sacral nerve generator.¿ no noting of a malfunction was in the operative note. Only the ins was replaced as the patient was getting good results prior to the generator ¿failing.¿ following the surgery, the patient was doing well and had no concerns. No further information was reported.

Event description:
Additional information received reported the first programmer was scrapped as analysis found that both boards were corroded.